Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal reference#: (B)(4).

Event description:
It was reported that the procedure was unsuccessful because the patient had a "micro-perforation" according to the physician. No other information available.